Event description:
The MFR of the private label multipurpose solution received notification through legal records that a female pt experienced acanthamoeba keratitis and a subsequent co-infection of fusarium keratitis. The record indicated the pt used the private label mps from 2005-2006. She began use of another multipurpose solution in jan 2007. Her symptoms of painful os with a 'bubble' began around 2007. Treatment took place from 2007-2008. Pt was diagnosed with acanthamoeba via confocal exam in 2007. Treatment included 3 corneal transplants, 2007, 2009. Records show that around 2007, a co-infection of fusarium was diagnosed. Apparently, a corneal culture was obtained two months prior and later grew fusarium species. Pt was hospitalized in 2007 for two months for IV antibiotic treatment. Other procedures included corneal transplant, transcleral cyclophotocoagulation, tarsorrhaphy and procedures for elevated iop. Va in 2008 'blind'; now awaiting cornea transplant. Other signs and symptoms pt experienced were corneal opacity, vision loss, hypopyon, corneal ulcer.

Manufacturer narrative:
This report received in conjunction with complete moistureplus recall z1092-1093/2007. Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has been established.